Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a rash underneath all four electrodes. The patient was prescribed a hydrocortisone ointment, vobaderm, from his dermatologist. During a follow-up, it was reported that the patient's irritation improved after using the prescribed vobaderm. Correction: none taken.